Manufacturer narrative:
A2 date of birth: it was reported that the date of birth was 1949. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. The same day as the peritonitis diagnosis, the patient was hospitalized. Treatment was not reported. It was reported that fourteen days (14) after event onset, pd therapy was discontinued. At the time of this report, patient outcome was not reported. No additional information could be provided because the reporter declined for follow-up.